Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes in 2005. Leaking was noticed at the entry site upon attempt to flush one of the lumens. The PICC line was removed two days later. The patient expired the following week. The patient had a "no code" status and the death was not related to the product. The patient had been in the ICU for septicemia and had a groshong PICC line placed (prior to the vaxcel pasv PICC line) which had also leaked from the insertion site.